Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Cause of high bg and value are unknown. The customer did not attempt to address the high bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with the healthcare provider regarding bg level.